Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. No moisture damage was found on electronic assembly or motor. The insulin pump had broken battery tube threads, a cracked reservoir tube lip and a cracked display window corner.

Event description:
It was reported by the customer that the insulin pump was exposed to water now they are receiving a button error alarm. Customer also reported a crack on the battery compartment. Customer's blood glucose level 150mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. No moisture damage was found on electronic assembly or motor. The insulin pump had broken battery tube threads, a cracked reservoir tube lip and a cracked display window corner.